Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was experiencing high blood glucose levels. Blood glucose level at the time of the incident was 546 mg/dl. Customer stated that she had blood glucose levels of 116 mg/dl, 269 mg/dl, then over 300 mg/dl and 500 mg/dl after dinner. The customer reported that this was her first day using the insulin pump and received assistance with device functions. The insulin pump was not replaced or returned for analysis.